Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the field safety corrective action associated with this model device. No allegations have been made regarding the functionality of this product. The device was returned to guidant for analysis. Interrogation of this device confirmed that the device had not latched, as described in the field communication. However, engineering longevity prediction equation indicates that the device battery depleted prematurely.